Event description:
It was reported that the haptic of the intraocular lens (iol) became detached when the surgeon placed the lens into the patient's eye. The surgeon made an enlarged incision, removed the lens and the detached haptic during the same procedure. The surgeon replaced the iol with a new iol and the surgery was completed successfully. No further information was provided.

Manufacturer narrative:
(B)(4). Incision enlargement. Removal and replacement of intraocular lens within the same procedure. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Visual inspection: the lens was inspected at 10x microscope magnification. Visual inspection revealed that the lens was received with one broken (detached) haptic. Manufacturing records were reviewed: all process operations presented in the manufacturing record from generation to boxing were in compliance. All tests results showed a pass condition. No deviation or nonconformance (ncr) related to the customer claim was generated. All pertinent information available to the manufacturer has been submitted. Placeholder.